Event description:
A customer in (B)(6) notified biomérieux of a falsely over-estimated result associated with vidas® tsh (reference 30400). The customer reported that the values associated with vidas® tsh were reported on the higher side so the physician questioned the results because the result was not correlating with the patient clinical condition. The result was also cross-checked with the a different method (eclia) on an abbott instrument and the result was within normal range. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in india notified biomérieux of a falsely over-estimated result associated with vidas® tsh (reference 30400). An internal biomérieux investigation was performed. The customer samples were not available to submit as part of the investigation. Quality control records were reviewed: - 30400 vidas tsh batch 1006065870/181024-0 : no other similar complaint registered on this batch. - no CAPA nor non-conformity linked to the customer's issue. - no anomaly during the manufacturing, control and packaging processes. Control charts analysis: - five (5) internal sera - five (5) lots including customer's lot number 181024-0 and four (4) other lots (181006-0 ; 181017-0 ; 181107-0 and 181113-0). => all results are within specifications, and customer's lot is in the trend of the other lots. Tests performed in complaints laboratory, marcy : => five (5) internal sera were tested, and all results were within expected specification / no evolution since batch release. Vidas tsh 181024-0 (test results in house kit) (B)(4). ** conclusion ** - all internal sera tested were found within expected specification for this lot of vidas tsh batch 1006065870/181024-0 compared to four (4) other batches, with no evolution since batch release. The customers' anomaly was not reproduced internally. - no patient sample was returned from the customer site, so it's impossible to pursue further investigations. - as indicated in the vidas tsh package insert, en, page 5, chapter: "results and interpretation": "interpretation of test results should be made taking into consideration the patient's history, and the results of any other tests performed. And chapter : "limitations of the method" : "interference may be encountered with certain sera containing antibodies directed against reagent components. The results of a tsh assay must be interpreted as part of a complete clinical profile. In case of discrepancy, this assessment must be completed by thyroid hormone measurement." Performance of vidas tsh batch 1006065870/181024-0 is within specifications.